Event description:
It was reported that during the implant procedure, there were "issues" with the helix of the right ventricular [rv] lead and it did not "work properly." The lead was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the helix was bent, and lead was damaged at implant; full lead returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.